Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system has no audio. The fse provided the customer a replacement device speaker to resolve their issue. Reporting address state 230 reporting institution phone # (B)(6). Reporting phone # (B)(6). Reporting address postal (B)(6).

Event description:
Philips received a complaint on the efficia cm100 monitor indicating the system has no sound. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.